Event description:
During a tonsillectomy, a five year old boy received a minor burn on the inside of his lip from the screw on a powerstar scissors. The doctor indicated that there was no other adverse consequence to the pt and there did not appear to be any long term damage.